Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2013 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device won't calibrate. No patient involvement.

Event description:
The customer reported that the device won't calibrate. No patient involvement.

Manufacturer narrative:
Additional information: h7, h9.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device won't calibrate. No patient involvement.